Manufacturer narrative:
No audio beep during self test due to broken transducer wire. Unit received without original belt clip. Pump received with scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump was taking longer than usual to initiate the prime sequence. Customer also reported that the insulin pump was not beeping when it completed the rewind process. Customer verified that the alert type was set to beep. Blood glucose level was 101 mg/dl at the time of the call. No further information was provided.